Manufacturer narrative:
Investigation is underway.

Event description:
The stent kinked when the user was attempting to advance over a wire guide. It was replaced with another stent to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Please indicate where the device was stored prior to use. In a shelf in the hospital. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Piolax/ rebowave 0.025 inch. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Unknown. If yes please indicate the procedure performed. N/a. Was the wire guide inspected for damage prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? With another zebd-5-7. Was a straightener used to straighten the stent? Yes. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? - olympus / jf260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Biliary duct. Was resistance encountered when advancing the wire guide to the target location? Unknown. Was the stricture dilated prior to placing the device? Unknown. If so, please indicate what device(s) were used. N/a. Was resistance encountered when advancing the introduction system in place to the target location? N/a. Was resistance encountered when advancing the stent through the obstructed area? N/a. N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? N/a. If yes, please describe how. N/a. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. Did any section of the device detach inside the endoscope or patient? No. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). N/a. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes. If yes, please describe. The wire guide (piolax/ rebowave 0.025 inch). Were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. No.

Manufacturer narrative:
1 x zebd-5-7 of lot # c1706014 was returned to cirl for evaluation in its original packaging opened. The device involved in the complaint was evaluated in the laboratory on 06th november 2020. A kink was observed at the 5th porthole on the tapered of the stent. A 0.035 inch wire guide would not pass the kink. Prior to distribution zebd-5-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-5-7 of lot number c1706014 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1706014. It should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Event description:
This follow-up supplement report is being submitted due to receipt and evaluation of the complaint device. Initial report details: the stent kinked when the user was attempting to advance over a wire guide. It was replaced with another stent to complete the prodedure. The patient did not experience any adverse effects due to this occurrence. 1. Please indicate where the device was stored prior to use. - in a shelf in the hospital 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* - piolax/ rebowave 0.025inch. 3a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? - unknown. 3b. If yes please indicate the procedure performed. - n/a. 4. Was the wire guide inspected for damage prior to use? - yes. 5. Was the device at the centre of the complaint inspected for damage prior to use? - yes. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? - no. 7. If not with the device in question, how was the procedure finished? - with another zebd-5-7. 8. Was a straightener used to straighten the stent? - yes. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? - yes. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? - olympus / jf260v. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? - yes. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. - biliary duct. 5. Was resistance encountered when advancing the wire guide to the target location?* - unknown. 6a. Was the stricture dilated prior to placing the device? - unknown. 6b. If so, please indicate what device(s) were used. - n/a. 7. Was resistance encountered when advancing the introduction system in place to the target location? - n/a. 8a. Was resistance encountered when advancing the stent through the obstructed area? - n/a. 8b. N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? - n/a. 8c. If yes, please describe how. - n/a. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. - n/a. 10. Did any section of the device detach inside the endoscope or patient? - no. 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). - n/a. 12a. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. - yes. 12b. If yes, please describe. - the wire guide (piolax/ rebowave 0.025inch). 13a. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. - no.

Manufacturer narrative:
Device evaluated (B)(6) 2020. Stent confirmed to be kinked. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.